Event description:
Baxter received a report that leakage was found from the set while the patient was sleeping. The patient found that his night wear was wet and noticed a pinhole on the tubing 15cm away from the titanium adapter. The pinhole was so deep, that it could have occurred due to be caught by something. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
When additional information becomes available, a follow up report will be submitted.